Event description:
It was reported that the collar was damaged. Vascular access was obtained via right iliac artery with a radial puncture using a non-boston scientific guide catheter. The target lesion was located in the superficial femoral artery. A7f guidezilla ii catheter-guide extension was selected for use. During the procedure, the guidezilla got caught in the guiding and got the part of the shaft lifted. A balloon was then inflated and removed the device without any problem. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is damaged. Microscopic inspection revealed no additional damages. No other issues were identified during the product analysis.